Event description:
Caller states that the customer tested 357mg/dl on the device and had low blood glucose symptoms. Caller states that the customer was becoming unresponsive so her son called the paramedics. They arrived fifteen minutes later and test customer at 89mg/dl on their device. She was given an IV for low blood glucose and taken to the hospital where she remained for 3 weeks. Caller reports while the customer was at the hospital she was treated for a kindney infection and a mild heart attack. Quality controls were used and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent.